Event description:
The customer reported that three pts had been treated based on inaccurate pt magnesium results from the suspect device. Treatment details and outcomes were requested from the reporter, but were not provided. The inaccurate results were generated because the customer's lab water, used to reconstitute reagents.